Event description:
Same case as MFR#: 2134265-2009-03240. It was reported that during percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The lesion being treated was located in the superior femoral artery. The two 5.0mm x 20mm x 135cm sterling balloons ruptured at 12 atm. No pt complications were reported. Pt's status reported as "good". Additional info was requested but not provided.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. Return of the complaint device may have aided in attempts to confirm the reported events and root cause determination. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).